Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump alarmed an error code 12. They also stated that they turned the pump off and back on, but that it did not clear the alarm. Mmdg followed up with the initial reporter who stated that they were provided with a new pump, but they did not receive in until two to three hours after the error code occurred. No adverse effect to the patient was reported. No other information was provided. (B)(4).